Event description:
As reported: patient had a blood infection a week prior to observing that her pacemaker was swollen and sore to the touch. It was reported that the lead remains in service and there were no allegations that the infection was due to the lead.